Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
It was reported that a plum set was found to have a torn package leading to a sterility breach. The reporter stated ¿outer package torn upon opening¿. There was no obvious defect noted like cracks or breaks. In addition, there were no hole cuts, tears, or any other defects noted on the outer package. The tubing was replaced and therapy resumed. The product was stored in an air-conditioned room in the hospital and was not exposed to extreme temperature conditions. 1 involved set and a sample is available for investigation. A sample picture is not available. No further information is available. There was no patient involvement and no patient harm.

Manufacturer narrative:
Received one partially opened/unused list #14687-15 primary plum set still in its packaging. As received, the packaging was observed to have a tear on the side, not along the dotted line. The position of the tear aligned with the location of the flow regulator of the set within the package. The complaint of "outer package torn" can be confirmed. The probable cause and timing of creation of the tear are unknown. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint. D9 device returned to manufacturer on 3/6/2025.